Event description:
It was reported that the device had a last error code 1660 alarm, lost power alarm and water damage per patient. The event occurred during testing on an unknown event date. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 7/29/2024. H3: one device was returned for repair in used condition. This device has not been in for service in the review period. Review of event history shows error code 1660. Visual and functional testing was performed. The reported problem was duplicated. Performed powering up and device was constantly alarming with error code 1660. Water damaged the main board cause the device to alarm. Replaced main board to address the primary complaint. Also replaced battery fallout capacitor broken wires, 6400 overlay, rear label, bottom label wide, and downstream occlusion (dso) sensor nub dents. The device passed all functional tests after the repair.